Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, sporadic noise was noted on the atrial lead which resulted in auto mode switch episodes. No intervention was performed. The patient was in stable condition and would be monitored with routine follow up.